Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient called a medical facility to seek treatment and was diagnosed with a infection. For treatment, the patient was prescribed doxycycline of 100 mg to take 1 capsule, 2 times a day for 10 days. The pod was longer than 48 hours on the abdomen.